Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient adaptor of a titanium transfer set and the titanium adaptor'. This occurred during unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation with a minicap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. Integrity of seal surface testing was performed by attaching the transfer set to a laboratory titanium adapter and leak testing; no issues were noted during integrity of seal surface testing. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.